Manufacturer narrative:
The delivery device has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Two delivery devices from lot 1469d06 were returned for evaluation. It is unknown which delivery device was used during this event. And why two delivery devices were returned. Clarification of the returned products has been requested but could not be obtained. Visual inspection found. Device #1- the blue silicone cushion has separated from the tip of the plunger rod and is protruding from the tip of the winged cartridge. There is very little dried solution visible in the loading deck and none in the tip. The tip is bulging due to the silicone cushion being caught in it. Functional testing could not be performed due to the damage. Device #2- visual inspection found the device is not damaged. There is very little evidence of dried solution in the loading deck or in the tip. Functional testing was performed using a sample lens. The lens loaded and delivered without difficulty. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicates the following: lens injection required more force than usual. The force of injection tore zonules on the temporal side of the eye. The lens was removed and pt was left aphakic and referred to a retinal doctor.

Event description:
It was reported that the injector was "stiff" when the doctor pushed the lens into the patient's right eye resulting in capsular bag rupture. The lens was removed. The surgeon indicated the lens was "stuck in injector". The patient's current status is "excellent". Ref MDR#: 1313525-2015-01447 for the lens used during this event.